Manufacturer narrative:
The customer reported that the g9 monitor third screen is flickering and going in and out. This issue happened during a case. No harm or injury occurred.

Event description:
The customer reported that the g9 monitor third screen is flickering and going in and out. This issue happened during a case. No harm or injury occurred.